Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on (B)(6) 2017, the patient was treated in the emergency room (ER) for an elevated blood glucose (bg) between 250 mg/dl and 500 mg/dl with small ketones, extreme thirst, nausea, vomiting, dry mouth and dry throat associated with an alleged occlusion issue with the pump. Reportedly, the patient discontinued pump therapy and was treated by a healthcare provider with intravenous (IV) fluids and insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that there was an occlusion issue with the pump. The user was unable to complete an air bolus and was unable to prime the pump without a cs064 alarm occurring or change in motor noise occurring. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention because of an alleged occlusion issue.